Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked the laser head pressure and it was stable with no signs of leaks. The fse also found gas pressure is also good without signs of leaks. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported arf gas leaked from the system and the alarm on the "scrubber" was triggered on a non-surgery day. Two operating room attendants entered the room to turn off the alarm. Later that day the two attendants and a technician who entered the operating room earlier in the day noted experiencing nausea, headache, and an upset stomach due to the gas leak. It was noted that the medical grade hazardous gas detector was potentially faulty and the hospital has opened their own investigation of the event. No additional information available.